Event description:
In 2006, this patient was implanted with gore excluder aaa endoprostheses for an abdominal aneurysm. At an unknown date, cta demonstrated graft infection. In 2008, the patient underwent open conversion and the grafts were explanted due to cellulitis. Three type ii endoleaks originating from lumbar arteries were also observed. The devices were discarded. According to the physician, the event was not device related. The patient is reported to be stable at this time. Further investigation is pending. Films will not sent to gore.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional devices related to this event include: 04363326, 04531088, 04597321, 04450163, 03469588.